Event description:
On (B)(6) 2010, patient reported while he was attempting to do an insulin cartridge change he received an e10 (cartridge error) alert. Patient stated he changed the battery to troubleshoot prior to calling. Reviewed appropriate battery types to use in infusion device. Patient reported the piston rod is fully retracted and the infusion device is "buzzing like it's trying to go further." Patient stated the piston rod would not retract and the infusion device displayed an e10 (cartridge error). Patient reported he has received the same message 2-3 times in the past, but it has not happened in the past month. Advised to switch to backup infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.